Event description:
It was reported that there was foreign matter on the bottom of the syringe with a bd syringe 20ml ll tip conv pak. This occurred on 10 separate occasions during, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that 20 ml syringe had a white powder at the bottom of the syringe.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9060761. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. After a review of the samples submitted and the event description our engineers determined that the root case was due to bd syringes being designed to be used as soon as possible after they are removed from their original containers. Bd syringes are not designed to store medication, and should not be used in this manner to distribute medication.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter on the bottom of the syringe with a bd syringe 20ml ll tip conv pak. This occurred on 10 separate occasions during, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that 20 ml syringe had a white powder at the bottom of the syringe.